Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called due to an issue with a leaking cartridge that was noticed after supplies were changed. The patient experienced high blood glucose levels with a bg reading of 600 mg/dl for a couple of hours with no reported symptoms. At the time of the call, patient had already changed out all supplies and delivery resumed successfully. Patient reported a bg reading of 496 mg/dl with no symptoms, but they will test for ketones. Agent followed up with patient 2 hours later and the patient reported that their bg reading was at 249 mg/dl and it was continuing to come down. Patient reported that a q-top was used to clean out insulin from the ilet chamber. Agent informed patient to air dry the cartridge and avoid placing anything in the chamber besides the cartridge. There was no non-medical outside assistance or medical intervention required.